Event description:
Customer reported the c-arm brake is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm brake. System operates as intended.